Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. The device was returned with a complete circumferential break in the strain relief and outer catheter, exposing the core wire. Functional testing of the returned device could not be performed due to sample condition. The alleged crack most likely was the identified break. Therefore, the investigation will be confirmed for a break based on returned condition. The investigation is inconclusive for the alleged leak, as functional testing could not be performed. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the saline flush portion of the out of body test for a recanalization catheter, the distal end of the y-body allegedly leaked saline and a crack was identified on the y-body. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.